Manufacturer narrative:
(B)(6).

Event description:
It was reported that the pneupac ventilators parapac stopped working during use. The user stopped using the product. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
As a result of checking the received actual product, no major scratches or damages that seemed to affect the function were confirmed. In order to confirm the reported event, connected the actual product to the gas supply source and checked the operation, but it confirmed that it continued to operate normally and could not confirm the reproducibility of the event.

Event description:
Investigation completed and summarized in h 10.